Event description:
It was reported that the compressor alarmed for low air pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the provided service report and problem description. Our filed service engineer (fse) was on-site for further investigation and found out that the radial fan was defective and required replacement. Afterwards, safety and functionality checks were performed and passed according to manufacturer¿s specifications. The device was cleared and returned for clinical use. No parts were returned for investigation, therefore the root cause of the generated alarms could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).